Event description:
It was reported that an adverse event occurred. The sensor was inserted into the skin on (B)(6)2024. On (B)(6)2024, it was reported via qualtrics that the patient experienced a hyperglycemic event. The patient reported that he started a new sensor and waited through the 2-hour warm-up period, but the following morning, the patient stated, ¿it didn¿t work¿. No specific alert/alarm/error message was reported. The patient stated not having any cgm readings made him nervous and worried. On(B)(6)20/24, the patient went to an appointment at the va and his bg meter reading was 600 mg/dl. Therefore, the patient was transferred to the va hospital. The patient was in good condition at the time of report. Attempts to reach the patient for further event clarification were unsuccessful. The complaint states that the sensor did not work was reported. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. H6 investigation conclusion code - 4316 - the concluded cause is not adequately described by any other term